Event description:
It was reported that on (B)(6) 2026, patient underwent PICC catheter placement using a b. Braun three-way valve non-high-pressure PICC catheter for long-term intravenous therapy. During the insertion process, it was discovered that the catheter was thinner at the 38 cm mark. Upon stretching the catheter, it was observed that the catheter turned white and the print scale became unclear. As the issue was detected promptly, the patient has not yet suffered any harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.